Event description:
(B)(6) 2023 scan revealed: lungs, airway and pleura: multiple 3 to 5 mm solid pulmonary nodules are noted in the left lower lobe. I suspect it owes to the philips dreamstation 1 I used for obstructive sleep apnea for approximately a decade, prior to the FDA recall. Philips has not been forthcoming with information and it seems very likely that this is the cause of my pulmonary nodules. I used the defective philips dreamstation 1 for a decade and I developed lung nodules. I also have developed recently atypical cells in the bladder . I have read that this machine can be associated with kidney and liver cancers, so it makes me suspect the philips dreamstation as a cause for that too.